Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc catheter broke / separated after placement on (B)(6) 2025, a patient presented to the hospital with bronchopneumonia.while using an intravenous indwelling needle to administer fluids, the intravenous indwelling needle catheter ruptured and leaked, causing the child's limb to become swollen and painful.upon discovery, the on-call staff replaced the intravenous indwelling needle with a new one in a timely manner.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review(lot#4258137): 1)the products of this batch were assembled at intima ii auto line 4 in oct, 2024, and packaged cfs package line in oct, 2024. Work order quantity was (B)(4) ea. 2)review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3)review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for 45psi leakage test, and no leakage is found at the catheter. 4. Damage and rupture of the catheter may be caused by reinserting the needle after it has been removed. The IFU of the product indicates that never reinsert the needle into the catheter, as it may damage the catheter. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. As not receiving the defective samples for further inspection and the use of the sample is unknown, so the root of catheter rupture and leakage cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.